Event description:
It was reported that attempts to interrogate this device prior to implant were unsuccessful. The caller noted that the software update was initiated, but telemetry was interrupted. The device could not be identified by the programmer during additional interrogation attempts. Troubleshooting and the use of three programmers resulted in successful interrogation. A replacement device was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.